Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a found broken rail and the rail had cut latch sensor. The field service engineer replaced the rail and latch sensor. Returned drawer to the station to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a drawer that was broken and unable to open. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.